Event description:
During an emergent cath on a pt with 4/10 chest pain on a nitro drip at 200 mcg/min, the x-rays equipment failed. This necessitated stopping this emergent procedure to reboot the x-ray equipment. This is the second time in this week that this problem was identified and appears nothing has been done. Philips allura integris c-arm x-ray machine had displayed an error message: "x-res not available" occurring in 2009. Service rep came to change a mother board. Three days later, error message: "fluoro not available" which necessitated a reboot. Service rep called: stated, "system may self correct, will perform preventative maintenance and also will investigate "no fluoro avail." Message, work to be done the following day. Room ok to use. The same day, during a percutaneous coronary intervention, error message appeared "no fluoro available" reboot did not bring back system. Pt moved to another lab. Room closed. Philips service rep came in. Called engineering support including philips headquarters. Was told an upgraded new set of motherboards with upgraded drives were needed. Room closed for eight days waiting for parts to arrive from another country's engineering headquarters due to no available parts in the USA. Prior to that day, philips service rep was in contact with me (cath lab manager) and never stated it was unsafe to use the room. Repairs completed one week later upgrades in place and functioning. No injury to pt - could have been a near miss. Regional service manager for philips notified the day after event of fluoro failure. Philips cath lab.